Event description:
It was reported by the user facility that the saline bag was filling during recirculation. The machine was tagged and removed from the floor.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured during recirculation and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation. Associated mdrs 2937457-2013-00576 and 2937457-2013-00577.